Event description:
The reporter stated that in (B)(6), her husband started to complain about his foot hurting him. Wife examined the foot and didn't see anything. Consumer participated in a "walk" even with his foot hurting. A few days later his wife looked again and it looked like there might be an issue. An attempt to see the doctor and to go to urgent care was made but were unsuccessful. They went to the emergency room and an x-ray was performed and something was identified. On (B)(6) 2013, the patient was admitted to the hospital for foot infection. They removed an object that was alleged to be a "hypodermic." The patient doesn't remember any needles breaking while administering his daily injections. They had needles that were bending in the previous syringe box. There was an assumption that the "hypodermic" must have been from a needle break that must have fallen onto the carpet and was stepped on. There is no confirmation of this specific sequence, only speculation. This will be a reportable event due to uncertainty of a bd product contributing to the adverse event.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted.